Event description:
It was reported that at the beginning of the procedure the display on the controller window kept changing; i.e. Prime catheter, fill catheter, insert catheter. The device was unplugged and the cable and luer lock were reconnected again. The same display occurred. These sequence of events occurred 4 times. The next time was successful in priming the catheter to -200mmhg and inserted the catheter into the pt. The pressure would not register once inserted into the uterus and the machine said to prime the catheter. They unplugged the controller and reconnected. This time the procedure was completed. The pt remained under general anesthesia an extra 45 mins as a result of the difficulties experienced.